Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the hub flaps appeared normal and a good click sound was heard during insertion into the motor drive unit (mdu) system. The telescope assembly was able to properly pull back, advance, and retract. By using a pullback sled assembly, the catheter was able to properly pull back manually and automatically. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-00889 and 2134265-2014-00888. It was reported that automatic pullback failure occurred. During preparation for percutaneous coronary intervention outside the body, an atlantis sr pro was tested prior to use without imaging issues in conjunction with ilab ultrasound imaging and sled. However, it was unable to perform pullback. The ivus catheter, sled and the ilab was exchanged to another atlantis pro2, sled and galaxy without issue. No patient complications were reported and the patient's status was good.

Event description:
Same case as MDR ID # 2134265-2014-00889 and 2134265-2014-00888. It was reported that automatic pullback failure occurred. During preparation for percutaneous coronary intervention outside the body, an atlantis sr pro² was tested prior to use without imaging issues in conjunction with ilab ultrasound imaging and sled. However, it was unable to perform pullback. The ivus catheter, sled and the ilab was exchanged to another atlantis pro2, sled and galaxy without issue. No patient complications were reported and the patient's status was good.